Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2019, an orthopedic surgeon reported that the pan-1010-1660ns partially threaded screw was buried 10mm too deep. Upon attempting to remove the screw, it only spin in place. The surgeon had to create a window in the bone on the lateral side and used an osteotome to apply pressure between the threads to get the screw to back out. Taking out the bone window was an additional procedure caused by the screw's mobility to back out. A 15-20 minutes delayed in surgery noted due to product problem.

Manufacturer narrative:
The device was not returned for evaluation therefore the failure analysis root cause to the end users experience could not be determined. The DHR review showed as the lot number was not submitted, a review of the lot records was conducted on the most likely lot (likely 184797), and did not discover any indication of problems that could have caused or contributed to the complaint. The reported complaint was not confirmed. A definitive root cause could not be found.